Event description:
The ICU mgr alleged a pt fell from the bed.

Manufacturer narrative:
The tech stated that the nurse alleged that on (B) (6) 2009, at 0200 hours, a pt was found face down on the left side of the bed. The nurse indicated the mattress was over inflated on the right side, and deflated on the left side. She reported that the side rails on the left side were down and were not up before the incident. The pt had a small laceration on the pinky finger, which was treated with a small band aid. The tech asked if bed was in turn-assist or rotation mode and the nurse indicated the bed was in normal mode. The tech inspected the bed and found all operations were normal with no error codes or frame problems. The ICU staff has continued to use the bed for other pts with no problems.